Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10 a lot history record review was completed for lots 3000289020, 3000290482, and 3000293522 the last 3 lots shipped to the account prior to the event/aware date. For the lots 3000289020 and 3000290482. There were no ncmrs, rework, or deviations documented for the lots shipped to the account. For the lot # 3000293522- there was one (01) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
The hospital reported that the vasoview hemopro vh-3500, used for an endoscopic vein harvesting procedure, cutter would not pass thru the cannula when loading the cutter. No fluid was on the jaws or cutter. Jaws were up and no harm was done to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.